Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received multiple pump error alarms. The pump error also occurred during the rewind process. The customer's blood glucose level was 140 mg/dl. The alarm history showed that they received three different pump errors. Troubleshooting was performed for the insulin pump. It was noted that the insulin pump received a pump error after the self-test. The customer was advised that the device would be replaced and to return the product for analysis.